Manufacturer narrative:
(B)(4). The sample was discarded by the customer; therefore, it is not available for evaluation. The reported condition of "reservoir rupture" could not be confirmed. The issue of "ruptured reservoir" is currently being investigated under CAPA (B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the reservoir of one intermate lv250 device had ruptured during patient use. At the time of the incident, the device was used to deliver foscarnet to a patient. The reservoir was near empty at the end of treatment when the rupture occurred. The product was kept in the yellow over-pouch provided, protected from light until immediately before use. No filters were used during the administration. The patient was under-infused, however, did not suffer any specific adverse event. There was no patient injury or medical intervention reported. No additional information is available.